Event description:
It was reported that pump touch screen was scratched and unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting with tandem technical support.